Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. No unexpected number scrolling during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump buttons were not responding. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Troubleshooting was performed for keypad anomaly. Buttons was continuously scrolled without input. The insulin pump will be returned for analysis.